Event description:
The report received from the field indicated that during an endovascular procedure, the outback needle would not retract while in the patient. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
Complaint conclusion: the report received from the field indicated that during an endovascular procedure, the outback needle would not retract while in the patient. The product prepped properly, according to the IFU, and the needle retracted fully. The outback was withdrawn back through the superficial femoral artery and into the sheath introducer while the needle was in the open position without incident. The procedure was completed successfully with another outback. There was no reported patient injury. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. The product was returned for inspection. One non sterile outback was received coiled in two plastic bags. The cannula was deployed; blood residues were noted in the guide wire port. No other damages were noted along the device. An attempt to retract the cannula was performed however it could not be done; this could be related to the residues of dried blood found in the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer was confirmed. The cause of the failure experienced by the customer might be related to the residues of dried blood found in the device. Controls are placed in the manufacturing line to prevent defective units from leaving the building. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no action was taken. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.

Manufacturer narrative:
Please note that the exact event date is unknown. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.